Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the pain at the level of the lead tips. The pain was worse when the patient was laying on their back and their right side. It was reported that the left lead migrated down from the top of t6 to mid-t7 and the right lead migrated from the top of t6 down to mid-t8. The patient was still getting good relief with the left lead, so they plan to have the right lead explanted and to leave the left lead in. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead/ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead will be replaced on (B)(6) 2019. No further complications are anticipated.